Event description:
It was reported to medtronic minimed that the customer received change sensor alert and requested to run tester procedure for the transmitter. The customer reported no adverse event. The event involved product(s) mmt-7841zn. Troubleshooting was performed. Led light blinked when transmitter was connected to tester but transmitter did not communicate and rf icon did not turn green after running tester procedure. No harm requiring medical intervention was reported. Product return for mmt-7841zn is expected.

Manufacturer narrative:
Following our receipt of one unit and placed transmitter under microscope and found physical damage to the cow catcher and all connector pins, unable to continue with functional testing or verify loss communication anomalies. In conclusion the customer complaint of loss of communication, and change sensor alarm could not be confirmed, due to physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.